Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a maude notification via email that a flipcutter ii broke in the patient's left knee during an acl reconstruction surgery. During the procedure, the drill guide was advanced with a mallet and while doing so, the external portion of the flipcuttter got struck, causing it to come apart when the drill was activated. The surgery stopped and all pieces of instrument were retrieved. An intra-operative x-ray was obtained and read by radiologist as negative for retained pieces of instrument. Finally, the case was completed successfully without further issues. Patient was not harmed.